Event description:
Date colony count reported (44cfu/ml). Machine was sequestered. On the same day, received a text stating machine needs a dialysate ultrafilter replaced before continuing (this is an internal component that only tablo technician can replace and may have elevated the culture test took a couple days prior).